Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. During a routine follow up examination seventy-five (75) days post procedure, computed tomography (CT) imaging revealed a device related thrombus on the surface of the device. The patient will continue on anticoagulation mediation for the next two (2) months. After 2 months, the patient will stop medication and a follow up exam will be completed the next month. No patient complications were reported.

Manufacturer narrative:
D4: lot number added. D6a: implant date added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. During a routine follow up examination seventy-five (75) days post procedure, computed tomography (CT) imaging revealed a device related thrombus on the surface of the device. The patient will continue on anticoagulation mediation for the next two (2) months. After 2 months, the patient will stop medication and a follow up exam will be completed the next month. No patient complications were reported.